Event description:
It was reported that a user experienced a temporary inability to view continuous glucose readings on the ilet pump while using a dexcom g7 sensor, which resolved shortly thereafter, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no need for medical intervention. Investigation included user education and troubleshooting for transient signal loss between the cgm and the ilet. Investigation of this case revealed a brief communication interruption to the pump only, with cgm function resuming and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was transient signal loss consistent with external communication factors.